Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including full evaluation, stress testing, multi-function cable and adaptor testing, continuity testing and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show errors consistant with cable faults. After the third cable fault we can see the electrode adapter and electrode are repositioned, there is a pads on prompt and CPR waveforms begin to appear. Five shocks of 120 joules are then delivered over the remainder of the case. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "cable fault" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.